Event description:
On 04-sep-2025, it was reported that a beta bionics ilet user received an occlusion alert during a meal announcement, and the dose was only partially delivered. The user performed a supply check, confirmed insulin flow, and resumed delivery. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.